Event description:
Physician attempted to deploy one resolute integrity (3.00mm x 9mm) drug eluting stent to a highly calcified in the diagonal artery which had stenosis but the device failed to cross the lesion multiple times. When the device was removed it was noted that the distal end of the stent was fractured. No patient complications were reported. The procedure was finished with a second resolute integrity stent of the same size. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. The balloon folds were partially opened. The proximal and distal ends of the stent appeared slightly pinched due to the deformation of the 1st, 2nd, 3rd, 7th, 8th and 9th proximal stent segments. The hypotube was kinked approx. 15cm and 35cm distal to the end of the strain relief. The distal tip was flared.

Manufacturer narrative:
Results and conclusions: (failure to deliver the stent, stent deformation). (Lesion morphology - stenosis and high calcification). (Deformation problem). (B)(4).